Manufacturer narrative:
In response to FDA report number: mw5153281. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported via voluntary sus report right side rupture, ¿hard lump in implant," ¿discomfort in upper rib area where scar tissue is and is where the implant was inserted," "implant that was recalled." The device remains implanted.